Event description:
It was reported that the user experienced urgent low glucose after a meal, with blood glucose readings of 62 mg/dl, then 49 mg/dl with dizziness, and a confirmatory fingerstick of 47 mg/dl; the user self-treated with oral carbohydrate (approximately 4 oz sweetened lemonade). Symptoms included dizziness associated with hypoglycemia. Outcomes included an urgent low glucose event without hospitalization. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.